Manufacturer narrative:
Product analysis results: visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the instrument was able to be tightened and loosened without issue. The flex arm was able to maintain the position once tightened. The instrument appears to be capable of performing its intended function. No fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) surgery at l2-5 due to lumbar canal stenosis(lcs). Intra-op, at the time of tightening the fixation was performed successfully for first time. When the position was changed after about 5 minutes, instrument was loosened once. But when the handle was tightened, the lever was stuck and became unable to move any more and it became unable to fix the instrument. No patient complications were reported due to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) surgery at l2-5 due to lumbar canal stenosis(lcs). Intra-op, at the time of tightening the fixation was performed successfully for first time. When the position was changed after about 5 minutes, instrument was loosened once. But when the handle was tightened, the lever was stuck and became unable to move any more and it became unable to fix the instrument. No patient complications were reported due to this event